Event description:
Customer received a control result of 36mg/dl on her contour meter. The normal control range was 101-139mg/dl.no adverse event was alleged. Replacement meter and strips were sent and customer was advised to return her strips for evaluation.